Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer. Telemetry could not be established. Technical services (ts) performed various actions for troubleshooting without resolution. It was noted that this device had not been checked since implant over six years ago. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, the lack of telemetry was due to user error. An interrogation was eventually completed successfully with no allegations against this device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer. Telemetry could not be established. Technical services (ts) performed various actions for troubleshooting without resolution. It was noted that this device had not been checked since implant over six years ago. No adverse patient effects were reported. Currently, this ICD remains in service.